Manufacturer narrative:
Additional information: the reported event of unable to advance the stylet through the lead was confirmed. As received, a complete lead without the guidewire/stylet was returned in one piece for analysis. Stylet insertion test was performed and found the stylet could not pass through the lead. Visual inspection and destructive analysis of the lead found the inner coil clogged with blood at the stylet obstruction region.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, it was noted that the stylet would not advance down the lumen of the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.